Manufacturer narrative:
Qn#(B)(4). The complaint sample was returned to the manufacturing site. The site reported: "one piece of the actual sample was received for further investigation. The bespak valve on the returned sample is found damaged. Based on the investigation conducted, the defect of damaged bespak valve is confirmed. However, in manufacturing site, there are 100% visual inspection and 100% light test which such obvious defect able to be detected and taken out as it will fail all the testing at manufacturing site. This complaint could not be verified as manufacturing related problem." Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that prior to use, the external pilot balloon had burst. No patient involvement.

Event description:
It was reported that prior to use, the external pilot balloon had burst. No patient involvement.

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). In section d provided the full UDI # **UDI related data quality updates only** other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that prior to use, the external pilot balloon had burst. No patient involvement.